Event description:
It was reported the stimulator was apparent with pus and draining. Infection was noted but it was unknown if antibiotic treatment was necessary. No cultures were taken and all laboratory testing was normal. It was unknown if the event was related to the procedure and noted as elated to the stimulator and an unknown component. Intervention included in-patient hospitalization, stimulator explant on (B)(6) 2014, and an unscheduled clinic visit. The patient was not implanted with another device after explant. The event was considered resolved without sequelae.

Event description:
Additional information reported the device was explanted in (B)(6) and a new device was implanted in august. Two leads were modified on this modification. They were explanted and replaced. Target location of both leads was the subthalamic nucleus.

Event description:
Additional information reported the device was explanted on (B)(6) 2014 due to an infection and it was replaced by another stimulator.

Event description:
Additional information received reported there was a neurostimulator migration and the infection was at the neurostimulator site.

Manufacturer narrative:
Product ID: 338902853, lot# b0193013k, implanted: (B)(6) 2003, product type: lead. Product ID: 33 8902853, lot# b0193012k, implanted: (B)(6) 2003, product type: lead. Product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 64002, lot# 0205772614, product type: adapter. (B)(4).

Manufacturer narrative:
Explanted date: update to (B)(6) 2014 due to additional information.